Event description:
It was reported that the handpiece did not have enough power. Additional information was received on (B)(6) 2012 with the following: during testing, the handpiece was "ok". At the beginning of the surgery, the customer reported that there was loss of power with the handpiece. The user wanted 80 on the console but power on the handpiece was no more than 30. There was no patient injured or death alleged. The event led to a 30 minute increase in surgery time. The handpiece was replaced and surgery was able to be completed. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.